Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed a shock impedance measurement of greater than 200 ohms and noise. The source of the out of range shock impedance measurement was suspected, but not confirmed, to have been caused by electromagnetic interference (emi). There were no adverse patient effects. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.